Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent altitude alarms occurred. Reportedly, the customer wears the pump against their skin blocking the pump speaker holes when the altitude alarms occur. Past blood glucose (bg) levels were not impacted; current bg level was 132 mg/dl. The cartridges were reloaded resolving the altitude alarms.